Event description:
(B)(4).

Manufacturer narrative:
Technical support reviewed device data with bme and determined that the system had, in fact, alarmed appropriately. The monitoring system clearly shows when the alarm was triggered and annotated on the strips provided by the customer. Bme tested the device with simulator and confirmed operation per manufacturer's specification.